Manufacturer narrative:
The affected device was returned and evaluated. Our investigation noted one of the alignment holes of the guide was slightly out of specification. Although out of specification, we feel the amount of deviation would have had a minimal effect on the stated failure mode. A review of complaint history for this device noted no prior complaints for this device/ batch number since its distribution in early 2009. We have implemented a supplier corrective action request with the supplier of this device and are working on implementing appropriate corrective actions to prevent the recurrence of this failure mode going forward. This issue has also been communicated to our corrective and preventive action team for their further consideration. With the information currently available, we consider this to be an isolated event as we have no other complaints for this device/batch in over 3 years.

Event description:
It was reported that surgery time was extended due to drop/nail alignment complications.